Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to low/high blood glucose. The customer stated she was high and passed out and ended in the emergency room. The customer's blood glucose was 553mg/dl. Customer also mentioned she's been encountering sensor glucose versus blood glucose. The customer's blood glucose was 184mg/dl and sensor glucose was 59mg/dl, then blood glucose 164mg/dl and sensor glucose 42mg/dl. The customer stated she treated with pump, also removed cannula and she believes if may have been a wrong spot. Customer was using expired sensors. The customer was treated with IV during hospitalization. When customer was admitted her blood glucose was below 30mg/dl. Customer took too much insulin and potassium, due to this she went low.

Manufacturer narrative:
Device received with blank display, problem was isolated to the mother board. Unable to verify operating currents or perform the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test due to blank display anomaly. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.